Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-apr-2021, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 it was reported that the patient was having back surgery not related to the pump. The surgeon noted that the catheter was not in the intrathecal space. The surgeon cut the catheter and referred patient for a catheter revision. There were no environmental external or patient factors that may have led or contributed the issue. There were no diagnostics and troubleshooting performed. The actions and interventions taken to resolve the issue was the patient was referred for a catheter revision. Surgery did not occur but was planned but not scheduled. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.